Event description:
It was reported to boston scientific corporation that an expect pulmonary needle was used in the tracheobronchial tree during an endobronchial ultrasound (ebus) procedure performed on (B)(6) 2023. During the preparation, a fragment of about 3mm was seen coming out of the needle. Reportedly, the fragment fell into the patient and was aspirated by the bronchoscope. The procedure was completed with another expect pulmonary needle. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Premarket / 510(k) #: k163248, k151895. Device code a180104 captures the reportable event of a filament of about 3mm came out of the needle.

Manufacturer narrative:
Block g4: premarket / 510(k) #: k163248, k151895. Block h6: device code a180104 captures the reportable event of a filament of about 3mm came out of the needle. Block h10: investigation results one expect pulmonary needle was received for analysis. Media analysis of the returned device found no signs of a possible foreign material on the needle. The reported event of "device foreign material present in device'' cannot be confirmed. The possible foreign material was not returned and in addition, no signs or residues of a possible foreign material were found. The conclusion is acceptable because the analysis of the available information, product analysis of the returned device and product record review did not identify any evidence of either the alleged issue(s) or any defect on the device. Also, the evidence from the product record review did not identify a potential product quality issue or new patient harm. Therefore, the most probable cause is no problem detected. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A search of the complaint database confirmed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an expect pulmonary needle was used in the tracheobronchial tree during an endobronchial ultrasound (ebus) procedure performed on (B)(6) 2023 during the procedure, a fragment of about 3mm was seen coming out of the needle. Reportedly, the fragment fell into the patient and was aspirated by the bronchoscope. The procedure was completed with another expect pulmonary needle. There were no patient complications reported as a result of this event.